Manufacturer narrative:
The device was returned to olympus for inspection. The root cause cannot be determinate based on the results of the investigation the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dirty in the following areas: control unit air/ water cylinder, light guide cover lens, control unit knob, control unit switch box and charged coupled ccd) and the connecting tube had sticky . There was no patient involvement.